Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to a failed component on the power driver printed computer board assembly (pcba), which caused the smoke.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while replacing the transducer communications alarm (tca) in the avea ventilator, it started to smoke and the power driver printed circuit board (pcb) "blew". The customer reported that the device was operational prior to performing the service. The customer stated there was no patient involvement associated with this event.